Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they were hospitalized for diabetic ketoacidosis (dka) because their insulin pump was not functioning. Customer reported that the insulin pump did not alarm low battery prior to turning off. The alarm history shows that the pump alarmed battery out limit. Customer's blood glucose reading at the time of hospitalization was 250 mg/dl. Customer was wearing the pump at the time of hospitalization. Product is being replaced.